Manufacturer narrative:
(B)(4). It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient developed a skin reaction with redness, dry skin, and infection, extended beyond the patch perimeter. The patient was seen in the hospital on (B)(6) 2023 and when the sensor was removed, the infection was seen. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin (dosage unknown). Besides this it was mentioned that the patient took granulated free sugar. The day after the prescription was made the parent returned to the hospital with the patient for unknown reasons but was sent back home again with the advice to continue the medication. At the time of the report the condition of the patient had improved. No additional patient or event information is available.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day the sensor was inserted, the pediatric patient developed a skin reaction with redness, dry skin, and infection, extended beyond the patch perimeter. The patient was seen in the hospital on (B)(6) 2023 and when the sensor was removed, the infection was seen. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin (dosage unknown). Besides this it was mentioned that the patient took granulated free sugar. The day after the prescription was made the parent returned to the hospital with the patient for unknown reasons but was sent back home again with the advice to continue the medication. At the time of the report the condition of the patient had improved. No additional patient or event information is available.